Event description:
A programming adjustment worksheet was received from the patient's physician indicating that 'lead check failed' on office visit on (B)(6) 2013. It was later reported that the patient's physician had passed away later that same week. Attempts to obtain additional information from the patient's current treating physician have been unsuccessful to date.

Event description:
Further follow-up revealed that the device was discarded and will not be returned to device manufacturer for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of device manufacturing records for the lead confirmed all quality tests were passed prior to distribution.

Event description:
Further follow-up revealed that the patient underwent surgery to replace the generator on (B)(6) 2013. The implant card was received which confirmed that the surgery occurred on (B)(6) 2013 due to battery depletion, near eos = yes. The surgeon indicated that the "lead check failed" was not checked and that the generator was replaced. The surgeon indicated that there was no suspected malfunction of the lead. The surgeon indicated that no system diagnostics were performed at the completion of the surgery. Attempts to obtain additional information have been unsuccessful to date.